Event description:
Patient was undergoing removal of 3 implanted leads. Rv and ra were successfully removed (medtronic sprint fidelis 6949 and medtronic capsure sp novus 4592, respectively). The lv (boston scientific easytrak 3 gdt 4548) was then prepped with an lld-ez. The physician advanced to the distal segment of the lv lead, which at this point was at the coronary sinus ostium. The physician discontinued use of the laser and maintained traction with the lld-ez. The lead eventually came free. There was a decline in the patient's pressure from approximately 100s to 70s. The CT was called and a pericardial window was used after evaluation and notation of an effusion by echo. The patient was stable.